Event description:
#Medwatcher #followup1 #fdamw5041841 #(B)(4) after discussion with my pcp, she agreed to help me investigate to see if essure is causing my symptoms. She referred me to an allergist who did a t.r.u.e patch test, which revealed that I am allergic to both nickel and amp; gold. My allergist, dr. (B)(6), told me, "you need to get those coils out of you." My pcp then referred me to an ob/gyn, dr. (B)(6), who is fully aware of the problems with essure, and has, in fact, so far removed the essure coils from four patients. I will be her fifth essure removal. My hysterectomy is scheduled for (B)(6), 2015. Please take this medical device off the market. It is adversely affecting thousands of women. It should never have been put on the market as there were never any long-term studies done. The FDA failed in its oversight in the case of essure.

Event description:
(B)(4). Since the implantation of the essure coils, I've experienced low back pain, very low sex drive, chronic fatigue, neck and upper back pain, intermittent skin rashes, irregular periods, painful intercourse, bleeding during intercourse, weight gain, bloating, and anemia. I have no other medical condition, and though I've tried to find some other explanation since the implantation by consulting several doctors, nothing else has been found. With the exception of low iron and low vit. D, which both just recently showed up in labs done in (B)(6) 2014, all my labs are normal. I will continue to explore, with my doctor's help, how the essure coils may be the cause of all my symptoms.